Manufacturer narrative:
Updated fields: b4, b5, d9, e3, g2, g3, g6, h2, h3, h6 (problem code, type of investigation, investigation findings, conclusion), h11. A getinge fse walked the customer through how to properly push the battery in the transport into the cart, and verified the batteries were charging.

Event description:
It was reported by customer that the cardiosave iabp battery was not charging on emergency mode. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the cardiosave iabp battery was running on emergency mode. There was no patient involved.